Event description:
Fracture discovered in the angle rail / bearing track supporting the transverse carriage of an overhead tube crane. No injuries involved, equipment installed outside the u.s. Rail sample sent by installer to a testing company on 2/2/1998.